Event description:
It was reported that the patient underwent a lumbar fusion via an anterior approach where rhbmp-2/acs was used in an lt cage. Reportedly, the patient has had complications, as he has had numerous spine surgeries. No additional information was provided.

Manufacturer narrative:
Implanted: 2002 - 2003.(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003 the patient underwent anterior interbody fusion, l5-s1. Placement of peek cages. Utilization of rhbmp-2. Utilization of rhbmp-2. Utilization of intraoperative fluoroscopy. Preoperative diagnosis: discogenic low back pain. L5-s1 disc protrusion. Left leg radiculitis. Pre-op notes: ¿at this point bmp sponges are rolled and packed into the cages. Final fluoroscopic imaging in the ap and lateral planes shows good position of the cages.¿ the patient underwent retroperitoneal exposure for the l5-s1 disc space for cage fusion. Preoperative diagnosis: chronic low back pain, l5-s1 disc protrusion, bilateral leg pain with radiculitis. Pre-op notes: ¿once there was fusion of the disc space and placement of the cage, all sponge, needle and instrument counts were correct.¿ on (B)(6) 2004 the patient underwent posterior fusion, l5-s1. Posterior instrumentation, l5-s1, utilizing instrumentation. Preoperative diagnosis: delayed union with posterior element pain, l5-s1. Status post anterior interbody fusion, l5-s1. Tobacco. Indications: approximately six months ago he was treated with anteriorly interbody fusion l5-s1 utilizing the peek cages and bone morphogenic protein. He went on to what appears to be successful anterior interbody fusion. He continues to have marked facet pain posteriorly. He has incomplete relief of his pain with blockage of the l4-5 facets.